Manufacturer narrative:
Investigation included review of device history and complaint details, request for device return, and preparation for bench evaluation upon receipt. Investigation of this case revealed a suspected motor stall affecting the insulin delivery mechanism. It was concluded that the event was related to a device malfunction, and a replacement device was provided while the affected unit was requested for return and analysis.

Event description:
It was reported that an ilet pump generated alert 38 for consecutive motor stalls that did not resolve with priming, rewinding, or multiple restarts, and the device was deemed nonfunctional with water resistance compromised; the user was advised to transition to backup subcutaneous insulin pens. Symptoms included high blood glucose of 401 mg/dl. Outcomes included interruption of insulin delivery with the need for alternative therapy.